Manufacturer narrative:
It is unknown which device caused this adverse event, so all system components are being included on this report. Additional system components involved in this adverse event include: item #pxc141000/ lot #14841059/ UDI #(B)(4). Item #plc271400/ lot #15126084/ UDI #(B)(4). Item #pxc141400/ lot #14976954/ UDI #(B)(4). Item #pxc121200/ lot #14787861/ UDI #(B)(4). Item #pxc121000/ lot #14783481/ UDI #(B)(4). H.6. Method code 1 remains unchanged. H.6. Results code 1 remains unchanged . H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lots met all pre-release specifications. H.6. Results code 2 updated. H.6. Results code 2: code 213 - the engineering evaluation stated the following: the device instructions for use (IFU) states: the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: adequate iliac / femoral access infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm proximal aortic neck angulation less than or equal to 60° iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Without a physical sample to evaluate, the physician¿s observation that the leading olive tip becoming separated from the delivery catheter could not be confirmed. It could also not be confirmed if the leading tip came from the trunk-ipsilateral leg component or the contralateral leg component. The reported cause of the separated leading olive tip being suspected to be related to the patient anatomy could not be confirmed. The likely cause for the reported detached olive could not be determined with the available information. H.6. Conclusions code 1 updated.

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 remains unchanged.

Manufacturer narrative:
The explanted device, delivery catheter, and separated leading olive tip were discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes for the adverse event.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that at midnight on (B)(6) 2020 the patient underwent a conversion to open procedure to explant the gore® excluder® aaa endoprostheses. It was reported that during the explant, a leading olive tip was identified in the patient's superior mesenteric artery (sma). The sma was reportedly patent, and the patient was asymptomatic. Tortuosity of the patient's anatomy was reported, and the cause of the leading olive tip becoming separated from the delivery catheter was suspected to be in relation to patient anatomy. The leading olive tip was successfully removed. The tip was discarded. The patient tolerated the procedure.